Event description:
Related manufacturer report number: 3006705815-2022-18630. It was reported that the patient's ipg was approaching end of life and their lead had impedance issues. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: octrode lead kit, 60cm length model: mn10450, UDI: (B)(4), serial: (B)(4), batch: a000091216.